Event description:
Patient presented via private vehicle to the emergency department, unresponsive on arrival. CPR was initiated and an io was placed in the left tibia. After inserting the io needle it was noted that it did not have a stylet and the staff were not able to use this site. It was removed and discarded. Another io was inserted in the right knee and was functional. There was a short delay in treatment related to this event, but did not result in harm to the patient. The patient did not survive the arrest.